Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirts during the priming. The customer¿s blood glucose was unknown. Customer stated crack on the battery cap indentation also insulin pump reject the new batteries. Customer also stated that insulin pump had unexplained no delivery alarm. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had stripped battery cap coin slot, broken battery tube threads. (B)(4).